Event description:
It was reported that shaft break occurred. Following pre-dilatation, a 12 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the device was damaged and fractured when trying to be implanted. Further information has been requested but has not been provided at this time.

Manufacturer narrative:
(B3) date of event: 03/01/2022 was used since event date was not provided. The promus premier ous mr 12 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. Following pre-dilatation, a 12 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during an attempt to implant the stent, the device was damaged and fractured. No patient complications were reported.

Manufacturer narrative:
Date of event: (B)(6) 2022 was used since event date was not provided.